Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the customer experienced high blood glucose level of 440 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer reported past issues with a no delivery alarm. The customer was assisted with trouble shooting and was able to resolve the issue however, the caller returned the insulin pump back for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. Device delivered a bolus properly. No under delivery anomaly noted. No excessive no delivery alarm or motor error alarm during testing noted. Motor passed motor test. Device had cracked reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Pump delivered a bolus properly. No under delivery anomaly noted. No excessive no delivery alarm or motor error alarm during testing noted. Motor passed motor test. Pump had cracked reservoir tube lip, belt clip slot and minor scratched display window.